Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that there was a burning smell, then the system displayed a precharge voltage error message and a charger failure error message. When they pressed a key to clear the error, the system started "popping" and smoking. There is no report of injury associated with this event.